Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 421 mg/dl. Patient's current blood glucose value: 256 mg/dl. Other blood glucose value was 396 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. No symptoms were experienced. The customer was treated with insulin pump. The device is expected to be returned for analysis.